Event description:
It was reported that this patient who is implanted with this cardiac resynchronization therapy device (crtd), received a left ventricular assist device (lvad). Normal device testing was confirmed but review of stored episodes was requested due to the delivery of anti-tachycardia pacing (atp) therapy and one shock. A boston scientific technical services consultant confirmed the therapy was possibly driven by an atrial arrhythmia, rapid ventricular response (rvr), intermittent noise and potential undersensing on the atrial channel. The consultant discussed talking to the physician to see how they want to manage and program or reprogram the device since the patient has an lvad. The system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.